Event description:
Used cro-davis retractor to retract oral cavity. Blade of the cro davis mouth gag size #4 "snapped" at the neck of the instrument while attempting to retract the cavity. No injury to patient.